Event description:
It was reported that during the functional check the arctic sun device showed that the mixing pump had failed and received an alert 113 (reduced water temperature control) for the past couple of hours. The patient temperature was 36.2 c, the target temperature was 33 c, and the water temperature was 30.1 c. Mss advised the nurse that the device should be taken out of the service and sent to the biomed labeled with an alert 113 and the broken cooler. They had another device in another floor. The biomed requested the part no. And price and stated that they will repair the device on site.

Manufacturer narrative:
Bd has determined that this MDR was reported in error as it was found to be a duplicate of an event previously reported.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that during the functional check the arctic sun device showed that the mixing pump had failed and received an alert 113 (reduced water temperature control) for the past couple of hours. The patient temperature was 36.2 c, the target temperature was 33 c and the water temperature was 30.1 c. Ms&s advised the nurse that the device should be taken out of the service and sent to the biomed labeled with an alert 113 and the broken cooler. They had another device in another floor. The biomed requested the part no. And price and stated that they will repair the device on site.